Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. The evaluation found no potentially contributing factors. It was reported that there was a hole on the extension tube at or near the bifurcate and there was a leak on the extension tube. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the catheter has been implanted into the patient within the day and during treatment, the intensive care unit (ICU) discovered that the junction of the arterial end of the temporary extension tube and bifurcate was ruptured. There was no liquid leakage. There was no luer adapter issue. Tego was not utilized. The catheter was not repaired. There was no cleaning agent used on the device. The insertion site was not treated prior to product placement. There were no other abnormal conditions observed prior to use. No other damages found on the product. There were no other products utilized with the device. Flushing was not performed. There was no excessive force used on the device and the clamp did not move periodically. The catheter was replaced with a new device of the same product ID and lot on the same day to resolve the issue. Treatment was completed. There was no blood loss and blood transfusion was not required. There was no medical intervention/treatment provided to the patient due to the event. There was no reported patient injury.

Event description:
According to the reporter, the patient came to the hospital for treatment on (B)(6) 2024, the patient had uremia in the past. This time, the patient came to the hospital due to a lung infection. With the consent of the family, renal replacement therapy was performed, and a temporary central venous catheter kit for hemodialysis was inserted. The catheter has been implanted into the patient within the day and during treatment, an inspection on january 28 revealed that there was a small tear in the arterial end extension tube of the catheter (near the bifurcate) by the intensive care unit (ICU). There was no liquid leakage. There was no luer adapter issue. Tego was not utilized. The catheter was not repaired. There was no cleaning agent used on the device. The insertion site was not treated prior to product placement. There were no other abnormal conditions observed prior to use. No other damages found on the product. Nothing unusual was observed on the device prior to use. There were no other products utilized with the device. Flushing was not performed. There was no excessive force used on the device and the clamp did not move periodically. The catheter was replac ed with a new device of the same product ID (identifier) and different lot on the same day to resolve the issue. Treatment was completed. It worked normally after the replacement. Due to a timely replacement, the patient's dialysis treatment was not affected. There was no blood loss and blood transfusion was not required. There was no medical intervention/treatment provided to the patient due to the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b3, b5, e1(prefix), e3, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient came to the hospital for treatment on january (B)(6) 2024, the patient had uremia in the past. This time, the patient came to the hospital due to a lung infection. With the consent of the family, renal replacement therapy was performed, and a temporary central venous catheter kit for hemodialysis was inserted. The catheter has been implanted into the patient within the day and during treatment, an inspection on january 28 revealed that there was a small tear in the arterial end extension tube of the catheter (near the bifurcate) and in the middle of extension by the intensive care unit (ICU). There was no liquid leakage. There was no luer adapter issue. Tego was not utilized. The catheter was not repaired. There was no cleaning agent used on the device. The insertion site was not treated prior to product placement. There were no other abnormal conditions observed prior to use. No other damages found on the product. Nothing unusual was observed on the device prior to use. There were no other products utilized with the device. Flushing was not performed. There was no excessive force used on the device and the clamp did not move periodi cally. The catheter was replaced with a new device of the same product ID (identifier) and different lot on the same day to resolve the issue. Treatment was completed. It worked normally after the replacement. Due to a timely replacement, the patient's dialysis t reatment was not affected. There was no blood loss and blood transfusion was not required. There was no medical intervention/treatment provided to the patient due to the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter has been implanted into the patient within the day and during treatment, the intensive care unit (ICU) discovered that the junction of the arterial end of the temporary extension tube and bifurcate was ruptured and had a leak. There was no luer adapter issue. Tego was not utilized. The catheter was not repaired. There was no cleaning agent used on the device. The insertion site was not treated prior to product placement. There were no other abnormal conditions observed prior to use. No other damages found on the product where the leak was observed. There were no other products utilized with the device. Flushing was not performed. There was no excessive force used on the device and the clamp did not move periodically. The catheter was replaced with a new device of the same product ID and lot on the same day to resolve the issue. Treatment was completed. There was no blood loss and blood transfusion was not required. There was no medical intervention/treatment provided to the patient due to the event. There was no reported patient injury.